Manufacturer narrative:
The reported condition was confirmed to be caused by depleted batteries. The issue is currently being investigated.

Event description:
The device won't turn on. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp representative stated that there were no reports of pt injury or medical intervention.